Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 repeatedly "timed out". After troubleshooting the issue by changing the extension cord, the adaptor and the power supply, the issue persisted. A new device was opened and operated correctly. There were no adverse patient effects. The case was delayed due to troubleshooting.